Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self-test performed on (B)(6) 2022. This MFR. Report addresses result one, report one (1) of two (2) the consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on (B)(6) 2022. Confirmation testing was performed (x3) (platform:1x flow flex, rest of two on unknown) generated positive results the consumer stated they were symptomatic no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. No further investigation will be conducted as there is insufficient information to do so.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 ag self-test performed on 13oct2022. This MFR. Report addresses first test, and is report one (1) of two (2) the consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on 13oct2022. Confirmation testing was performed (x3) (platform:1x flow flex, rest of two on unknown) generated positive results. The consumer stated they were symptomatic to covid-19. No additional patient information, including treatment and outcome, was provided.